Event description:
It was reported that the patient had a problem with their implantable neurostimulator (ins) noted as it was ¿running out of power¿. It was noted that the patient had an EKG on (B)(6) 2014 and that the ins was turned off. When the test was over the patient tried to turn the ins on but ¿it would not come back on¿. They finally got it turned back on but the patient to adjust the ins higher than normal to feel the stimulation. The patient had an appointment with the healthcare professional (hcp) on (B)(6) 2015. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-33, lot# va027ml, implanted: (B)(6) 2013, product type: lead. (B)(4).